Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction. The product was not returned as it remains in the anatomy. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Thrombosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015 the patient was implanted with two xience xpedition stents and one xience alpine stent without issue. On (B)(6) 2015 the patient was readmitted to the hospital for acute stent thrombosis; the ostial left anterior descending (lad) stent was thrombosed. A 2.75 x 18 mm xience xpedition stent was placed fully overlapping the previously placed stent including a little more proximally placed in the ostium of the lad. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.